Event description:
It is reported that the surgeon was delayed in implanting a tm glenoid because the impactors do not hold the implant correctly or intact.

Manufacturer narrative:
Evaluation summary: excessive impact or bending loads placed on either pairs of the tabs may cause the impactor to not function as intended. However the exact cause cannot be determined with certainty. Evaluation: the impactors have an approximate field age of 2 years 5 months, 2 years 5 months and 2 years 4 months respectfully. Each impactor was dimensionally inspected and found to be conforming where measured. Review of the device history records did not find any deviations or anomalies. It is not suspected that the products failed to meet specifications.